Event description:
It was reported that the clips do not work properly, the clips come out, but do not attach to the tissue. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please provide more details about statement ¿do not attach to the tissue.¿. Did device fire malformed clips? No. Did device fire scissored clips? Yes. Did clip falls off after being applied on a tissue or vessel? Yes. If other, please specify.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that three mcm30 devices were returned inside it's original packaging with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 30 clips as intended. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Upon review it was discovered the received device does not belong to this product complaint. Upon review it was discovered the received device does not belong to this product complaint.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4: batch # unk. Upon further review, it was discovered that the device sent in for analysis does belong to this complaint. The initially submitted product investigation does belong to this complaint. All subsequent information will be documented in this complaint. Upon further review, it was discovered that the device sent in for analysis does belong to this complaint. The initially submitted product investigation does belong to this complaint. All subsequent information will be documented in this complaint.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. D4: batch # x95t43. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that two mcm30 devices were returned inside it's original packaging with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled and it fed and formed the remaining 30 clips as intended. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.